Event description:
Subsequent to the initial medwatch, information received indicates the balloon was not soaked during device preparation prior to use.

Event description:
It was reported that the trek otw 3.0 x 8 mm balloon dilatation catheter (bdc) was advanced to the lesion in the very tortuous, slightly calcified circumflex coronary artery. No resistance was felt during advancement. During attempted predilatation, the balloon did not inflate at all during the first inflation below nominal pressure, using a non-abbott indeflator. No contrast leak was seen on fluoroscopy. The bdc was removed without difficulty and dilatation was successfully performed using a trek 2.5 x 8 mm balloon. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned otw trek balloon catheter found blood visible in the guide wire lumen, inflation lumen and hub, consistent with a leak or rupture while in the patient anatomy. The balloon had relaxed folds. A new indeflator filled with water was used in attempt to inflate the balloon to the rated burst pressure (rbp) when it was observed that fluid was coming out from a longitudinal rupture in the balloon distal to the distal balloon marker and extending proximally for an overall length of 2 mm. The balloon material was in a flap form at the same location of the rupture. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Analysis noted a flap of torn balloon material. Damage of this type can be the result of material processing or incorrect preparation for use. Follow up information confirmed that the balloon was not soaked prior to use. It should be noted the trek otw and mini trek otw coronary dilatation catheter instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is likely that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on this investigation, there is no indication of a product quality deficiency.